Event description:
It was reported ninety days postoperatively, the gradient was 38 mmhg. The pt was admitted to the hospital due to symptoms of stenosis. The valve was explanted and was observed to have granulation tissue, limited leaflet opening, and showed no sign of infection or calcification. The ventricular side of the valve appeared normal. The pt was reported to be doing well. Additional info has been requested.